Event description:
Patient's mother reports hospitalization due to dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was functioning within required delivery accuracy. The pump was found to have a cosmetic scratch on the display lens, which is unrelated to the complaint.